Manufacturer narrative:
Continuation of concomitant products: 694758 defib lead, implanted (B)(6) 2008; 5076-45 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's right atrial (ra) lead impedance rose and continued to rise post-implant a week later. Within a month of implant, the patient's lead triggered an alert for high impedance. During check-up, the patient continued to show fluctuations in atrial impedance and with pocket manipulation, noise was noted. The lead remains in use. The patient was seen by an electro-physiologist and x-rays were performed, no other interventions. No patient complications have been reported as a result of this event.